Manufacturer narrative:
Device had blank display due to cracked lcd controller. Unable to verify the motor arm cannot communicate with the main arm due to blank lcd display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank lcd display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error 4. Customer blood glucose at the time of incident 133 mg/dl. Troubleshoot was performed. Power error reappeared after troubleshooting. The insulin pump stop delivering insulin. Customer was using (B)(6). The insulin pump will be returned for analysis.